Manufacturer narrative:
(B)(4). Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the steel suture placed on? What was the appearance of the suture? Was there any deficiency noted with the suture prior to use? Can you explain ¿suture was broken due to the leaden balls¿? What was the indication for use of the "leaden balls"? How were the "leaden balls" placed/ used during the procedure? Do you have any photos or x-rays for review? What is the surgeon opinion of the contributing factors for the post op suture breakage? What is the date of the second procedure? What are the appearance of the suture/ findings during the second procedure? Is there any wire or device for return and evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent tendon repair on (B)(6) 2018 and steel suture was used to close the wound. On (B)(6) 2018 the patient experienced wound disruption with suture breakage. The surgeon opined that the suture had been broken due to one of the leaden balls. A second procedure will be performed but the date has not been defined. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was received and this event no longer meets reportable serious injury criteria. Additional information was requested and the following was obtained: ps informed us that he had a chat with the surgeon and he informed us that probably a second surgery won't be performed; no sample will be returned for analysis.

Manufacturer narrative:
Product complaint # pc-000128980 additional information was requested and the following was obtained: what tissue was the steel suture placed on? Hand tendon what was the appearance of the suture? Good, non-expired, sterile was there any deficiency noted with the suture prior to use? No can you explain ¿suture was broken due to the leaden balls¿? These balls are a part of the steel suture to make sure that the tendon can be fixed what was the indication for use of the "leaden balls"? Used for fixation of the tendon how were the "leaden balls" placed/ used during the procedure? Are part of the steel do you have any photos or x-rays for review? No what is the surgeon opinion of the contributing factors for the post op suture breakage? Surgeon relates it only to the suture, no other circumstances which might have contributed what is the date of the second procedure? Not defined yet what are the appearance of the suture/ findings during the second procedure? N/a is there any wire or device for return and evaluation? Not yet what is the current condition of the patient? Better, no date defined yet for the 2nd procedure